Manufacturer narrative:
Eval summary: the stent remains in the pt's body. A neurological event is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A root cause for the reported neurological event could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: amaurosis right eye. Time of ae: 32 days post procedure. It was reported that 32 days post rx acculink stent implantation in the right internal carotid artery, the pt experienced amaurosis in the right eye with partial hemianopia that is continuing. Carotid duplex, done in 2009, showed a patent stent. Ophthalmologic examination found retinal branch artery occlusion. No treatment was given. Concomitant medications plavix and coumadin were continued. The physician believed the pt's bioprosthetic aortic/mitral valves were also a potential source of the embolus. Though requested no additional info was provided.